Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that the customer overfilled the reservoir and it started to leak in the reservoir compartment. She noticed an air bubble in the reservoir when she bolused. The o-rings were missing from the end of the reservoir. The o-rings were on the end of the plunger. Customer's blood glucose level was 99 mg/dl. The self-test passed. The device was not returned.